Event description:
It was reported that during a da vinci prostatectomy procedure, the customer noted that the fenestrated bipolar forceps instrument cable snapped. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable is broken at the distal clevis hub. The cable segment that contains the crimp is still installed in the clevis. The clevis does not exhibit any damage or wear marks. Failure analysis investigation also found that the edge of the distal pulley has mechanical indentations and visible scratches on the surface of the pulley. It was concluded that the damage to the pulley is likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings,, o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable could likely cause or contribute to an adverse event if the failure mode were to recur.